Event description:
Related manufacturer reference number:2017865-2023-04555, related manufacturer reference number:2017865-2023-04557, related manufacturer reference number: 2017865-2023-04558. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.